Event description:
The facility returned the device for service. During service the baxter repair technician noted that the air in line printed circuit board was out of specification. The hospital representative stated that there have been no reports of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
During product evaluation, the air in line printed curcuit board values were found to be out of specification (ail pcb). The ail pcb was replaced.